Manufacturer narrative:
The system experienced a virtual memory insufficiency and forced the application to restart. The recent upgrade to the new operating system (windows 10) resulted in a modification of the virtual memory resources allocated. The investigation revealed that the management of the virtual memory was not optimal, and this software anomaly will be addressed through our design issues management process. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
Around 4:25 pm, the field service engineer (fse) noticed a lag in the touch screen during the guidance portion of the case. At about 4:28 pm, the touchscreen went black (except for a mouse on the screen), and then the software went back to the rosa brain app home screen where you see add a patient, folder, load a patient folder, exit. When she went back into the patient folder, the fse had to use arm clearing procedure to proceed (we were at the step where we were screwing in the bolt). There was no collision, no error appeared on the screen and no other apparent reason for this to occur other than a software glitch.

Event description:
Around 4:25 pm, the field service engineer (fse) noticed a lag in the touch screen during the guidance portion of the case. At about 4:28 pm, the touchscreen went black (except for a mouse on the screen), and then the software went back to the rosa brain app home screen where you see add a patient, folder, load a patient folder, exit. When she went back into the patient folder, the fse had to use arm clearing procedure to proceed (we were at the step where we were screwing in the bolt). There was no collision, no error appeared on the screen and no other apparent reason for this to occur other than a software glitch.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Around 4:25 pm, the field service engineer (fse) noticed a lag in the touch screen during the guidance portion of the case. At about 4:28 pm, the touchscreen went black (except for a mouse on the screen), and then the software went back to the rosa brain app home screen where you see add a patient, folder, load a patient folder, exit. When she went back into the patient folder, the fse had to use arm clearing procedure to proceed (we were at the step where we were screwing in the bolt). There was no collision, no error appeared on the screen and no other apparent reason for this to occur other than a software glitch.